Event description:
On december 21, 2007, the lay user/pt contacted lifescan alleging a display issue (missing segments) with her one touch ultra. She stated, that the issue started a "few days ago" and that she continued taking her usual doses of diabetes medications (humalog and lantus) after the issue began. At an unspecified time after the alleged issue began, the pt developed symptoms of feeling "high" and irritable but denied seeking or receiving any medical intervention. The medical affairs specialist (mas) attempted to contact the pt for additional info on two separate days, but she was not available. The mas sent a letter requesting the pt to contact lifescan. It would be helpful to know if the pt's diabetes medication regimen, if she adjusts her medications based on her meter readings when she last attempted to use the meter, and if she had a backup meter. It would also be helpful to know when her reported symptoms started and what actions she took, such as her activity levels, meals, and medications, prior to the onset of her reported symptoms. Based on the provided info, this complaint is being reported because the pt reportedly developed symptoms after the display issue started. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.